Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1002 - expand g4 phase 1 and phase 2 study. Patient ID: (B)(6). It was reported that on (B)(6) 2023, an unknown amplatzer amulet was successfully implanted in a patient so that anticoagulation therapy could be stopped post procedure. As a result, the patient experience bradycardia with heart rate down to 20-30bpm. An non-abbott single chamber pacemaker device was implanted to resolve the event. The patient was discharged home without complications. No additional information was provided.

Manufacturer narrative:
An event of bradycardia and decreased to 20-30 bpm was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.